Event description:
It was reported that the ilet device became unresponsive after the display developed a small crack; a restart attempt was unsuccessful and a screen/display hardware failure was suspected. Symptoms included loss of device function without injury. Outcomes included interruption of therapy requiring device replacement. Investigation included remote troubleshooting and collection of use and damage details. Investigation of this case revealed a damaged display component with resultant device nonfunction, consistent with a mechanical screen failure leading to loss of user interface and system operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage consistent with external mechanical impact leading to display failure and loss of function.